Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "presented an occlusion" was confirmed during device evaluation. The root cause was due to both the upstream and downstream occlusion sensors being out of calibration. The upstream and downstream occlusion sensors were recalibrated to resolve the issue.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "presented an occlusion." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.